Event description:
Reportedly, after activation of the instrument, the tissue was cut, but the staples were not applied in a suitable fashion which required the surgeon to revise the operation. The procedure went from a colo-rectal anastomosis to a permanent colostomy. Procedure: colo-rectal anastomosis/colostomy.